Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose levels. Customers glucose level was 400 mg/dl and treated with the syringe. The customer also stated that the insulin pump had a no delivery alarm. The device will not be returned for the analysis.